Event description:
I purchased the product, the honey pot company feminine product (100% organic cotton cover everyday liners, herbal infused liners). After putting one on, about 10 seconds later I felt a cooling effect and then immediately started to feel a burning sensation in my vaginal and anal area. It was so uncomfortable that I had to immediately remove the product and take a shower. It was several hours later when the discomfort started to go away. I have a doctors appointment today with my obgyn and have plans to tell him about my reaction to this mint infused product. This reduction needs to be removed. There is nothing safe about having your genital region burning.